Event description:
It was reported that this electrode was suspected to be fractured as the patient had received inappropriate shock recently due to oversensing of sense b node noise. Testing of the system was able to reproduce noise through provocative maneuvers. The subcutaneous implantable cardioverter defibrillator system was deactivated, and the patient was fitted with a life vest. The electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities with the electrode beyond normal surgery-related damage. Resistance and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was suspected to be fractured as the patient had received inappropriate shock recently due to oversensing of sense b node noise. Testing of the system was able to reproduce noise through provocative maneuvers. The subcutaneous implantable cardioverter defibrillator system was deactivated, and the patient was fitted with a life vest. The electrode remains in service and no additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was visually inspected to be properly connected together. This was further confirmed with a tug test and x-ray imaging, which showed a clear connection between the can and electrode. There was a change in the electrode body in the area of the tunneling from the pocket to the xiphoid process. Manipulation of the system was not able to reproduce noise. The physician elected to surgically intervene further and the s-ICD system was explanted and replaced. The electrode did get fractured when the physician was removing it from the pocket. No additional adverse patient effects were reported. This electrode has since been returned back to boston scientific for analysis.

Event description:
It was reported that this electrode was suspected to be fractured as the patient had received inappropriate shock recently due to oversensing of sense b node noise. Testing of the system was able to reproduce noise through provocative maneuvers. The subcutaneous implantable cardioverter defibrillator system was deactivated, and the patient was fitted with a life vest. The electrode remains in service and no additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was visually inspected to be properly connected together. This was further confirmed with a tug test and x-ray imaging, which showed a clear connection between the can and electrode. There was a change in the electrode body in the area of the tunneling from the pocket to the xiphoid process. Manipulation of the system was not able to reproduce noise. The physician elected to surgically intervene further and the s-ICD system was explanted and replaced. The electrode did get fractured when the physician was removing it from the pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.